Event description:
Reporter alleged that the meter produced smoke, smelled of burning, and that the screen turned yellow and black. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.